Manufacturer narrative:
Analysis found the unit alarmed motor error alarm during rewind due to motor gear box jammed. Analysis was unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 231 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to rewind the insulin pump. The customer stated the motor error alarm occurred more than once in the last thirty days. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.